Event description:
It was reported that inaccurate dosing occurred during use with a organon follistim pen 2nd gen pen ii. The following information was provided by the initial reporter, "the primary reporter is the consumer, who is the husband of the patient, who reports that on (B)(6) 2019 the follistim aq pen malfunctioned and that the follistim aq pen did not provide the correct dosage of medication. Primary reporter reports that the follistim pen delivered only 175 international units instead of the 200 international units that was prescribed by the physician and an additional follistim aq cartridge was required for the patient to receive the correct dosage."

Manufacturer narrative:
H.6. Investigation: zero (0) samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Since the sample was not received, investigation cannot be performed as a sample is required to investigate further. H3 other text : see h.10.

Manufacturer narrative:
Device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that inaccurate dosing occurred during use with a organon follistim pen 2nd gen pen ii. The following information was provided by the initial reporter, "the primary reporter is the consumer, who is the husband of the patient, who reports that on (B)(6) 2019 the follistim aq pen malfunctioned and that the follistim aq pen did not provide the correct dosage of medication. Primary reporter reports that the follistim pen delivered only 175 international units instead of the 200 international units that was prescribed by the physician and an additional follistim aq cartridge was required for the patient to receive the correct dosage."